Manufacturer narrative:
Investigation ¿ evaluation. It was reported that an ultrathane mac-loc locking loop biliary drainage catheter separated. The catheter was placed on (B)(6) 2025. On (B)(6) 2025, a kink had formed in the left drainage catheter due to the patient¿s rapid breathing, so the patient underwent a biliary drain exchange. After inserting the wire into the drainage catheter for repositioning, the drain "completely snapped" at the radiopaque marker. Imaging from the procedure was provided. The radiopaque marker and proximal end of the drain were removed, leaving behind the distal part of the drain. A catheter and wire guide were manipulated into the lumen of the drain in attempt to remove the remaining portion, but this was unsuccessful. The remaining portion of the drain was then pushed into the duodenum to be excreted by the patient. On (B)(6) 2025, the patient informed the consultant that the retained portion of the drain had been successfully excreted. No other adverse effects or additional procedures for the patient were reported due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures and instructions for use were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded sufficient controls are in place to detect this failure mode prior to release. A review of the DHR for the reported complaint device lot and related subassembly lots revealed one nonconformance for rough bond in which all the nonconforming products were scrapped. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming products exist either in house or in the field. Cook also reviewed product labeling: the current instructions for use [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: "precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter." "How supplied: upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the catheter experienced excessive force or tension while in the patient; however, this possibility cannot be verified. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - additional common device names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy d2b - additional procodes: gbo; lje e1 - customer (person): phone: (B)(6). H3 - device evaluated by MFR.? No: device evaluation anticipated but has not begun. Awaiting device return. H6 - annex f - f28 - appropriate term/code not available: portion of device remains in patient. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an ultrathane mac-loc locking loop biliary drainage catheter separated. After inserting the wire into the drainage catheter for repositioning, the drain "completely snapped". The radiopaque marker and proximal end of the drain came out, leaving behind the distal part of the drain, which was unable to be removed. A catheter and wire guide were manipulated into the lumen of the drain in attempt to remove the remaining portion, but this was unsuccessful. The distal remaining portion of the drain was pushed into the duodenum. At this time, no other adverse effects or additional procedures for the patient were reported due to this occurrence. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Event description:
Additional information was provided on 16apr2025, 23apr2025, and 25apr2025. The patient had a cook ultrathane mac-loc locking loop biliary drainage catheter placed on (B)(6) 2025. The patient's activity level is unknown. On (B)(6) 2025, a kink had formed in the left drainage catheter due to rapid breathing. The patient underwent a biliary drain exchange. During insertion of a wire guide in the drainage catheter, the drain "snapped" at the radiopaque marker. The proximal portion of the drain was removed. The distal part of the drain was pushed into the duodenum to be excreted by the patient. The patient was advised that in the event of abdominal pain with potential bowel obstruction, a computed tomography (CT) scan would be needed. The patient was seen on (B)(6) 2025 and informed the consultant that the remaining distal portion of the drain that was pushed into the duodenum at the conclusion of the procedure had been excreted successfully. Imaging from the procedure was provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. H3 - device not returned to manufacturer. Correction: d9 (device return) additional information: b5, b7, d6a (implant date), d10 concomitant products this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred